Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "dr used mallet to seat trial insert into baseplate. Upon impaction, trial insert broke into four pieces."